Event description:
It is reported that the device was implanted in 2005. Approximately 1 year post-op the surgeon felt the surface was not seating properly. The device was revised.

Manufacturer narrative:
Evaluation:surface shows excessive gouging on medial and lateral sides of back surface. Device shows deformation damage to dovetail indicating incorrect surace angle upon insertion. Cause could not be definitively determined. Surface exhibits extensive gouging to one side of dovetail and it is resting below the other side. There is also extensive gouging to majority of posterior rim. Device meets dimensional specification where measured. Device history records indicate manufacture to specification.